Event description:
It was reported that the vinyl catheter made the patient to bleed in the past. No medical intervention was reported. Per customer via phone on (B)(6) 2022, it was stated that the vinyl catheter was a substitute because the customer's normal catheters were on backorder. They described the catheter as extremely slippery and they had issues with the gripper. They described these as difficult for them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿inspection results (measurement, testing data) not verified by iqa assignee/ error of inspector.¿ it was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿caution: federal (USA) law restricts this device to sale by or on the order of a physician. Contains or presence of phthalates: di(2-ethylhexyl)phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the vinyl catheter made the patient to bleed in the past. No medical intervention was reported. Per customer via phone on (B)(6) 2022, it was stated that the vinyl catheter was a substitute because the customer's normal catheters were on backorder. They described the catheter as extremely slippery and they had issues with the gripper. They described these as difficult for them.